Manufacturer narrative:
Date of event is an unknown date subsequent to (B)(6) 2018. 510k: this report is for an unknown cancellous screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date the patient underwent removal of a dorsolateral plate and screws to do debridement on the wound. On (B)(6) 2018, patient was originally implanted with 2.7mm/3.5mm variable angle (va) locking compression plate (lcp) distal humerus dorsolateral plate (4 holes, right side), 2.7mm/3.5mm va-lcp distal humerus medial plate (4 holes, right side), seven (7) 2.7mm va locking screws, 3.5mm cortical screw, 3.5mm locking screws and 4.0mm cancellous screws with washer. The va elbow plates were not bent before the application of the plates and the screws were securely locked with torque limiter. Patient status and procedure outcome were unknown. This report is for unknown cancellous screws. This is report 4 of 4 for (B)(4). This product complaint captures the removal of implanted hardware to do debridement of the wound. Related complaint (B)(4) captures the post-op event where implanted 2.7mm va locking screws backed out, while related complaint (B)(4) captures the post-op event where an implanted va elbow medial plate was broken.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial complaint was reviewed and found not reportable. This complaint was re-reviewed with customer quality engineers as an outcome to review for the linked complaint. It was determined that the ip's for this complaint should be the dorsolateral plate and unknown locking screws. The cancellous screw and cortex screws do not have an allegation against them and they do not have involvement with the dorsolateral plate. Therefore, the cortex and cancellous screw were incorrectly reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.